Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pacemaker upgrade procedure. The device was programmed to pace in both channels. During the procedure, electrocautery was used causing the device to fail to pace. The physician quickly removed the old pacemaker and replaced it. The patient was dependent on pacing and experienced momentary asystole when the devices were exchanged. No further complications were noted. The patient's condition remained stable post procedure.